Event description:
Reportedly, the device did not dispense a clip as expected, which resulted in unexpected trauma at the application site due to a severed vessel. The procedure was converted to an open case and the surgeon had to over sew with suture to resolve the issue. Procedure type: unk